Event description:
On (b)() 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultra 2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 11:00am. The patient stated that he obtained a result of "488 mg/dl" using the subject meter compared to feelings/normal results. The patient manages his diabetes with oral diabetes medications with diet and/or exercise. The patient stated that he took his usual dose of "3 shots" of humalog insulin (including sliding scale) on (B)(6) 2015 at 11:00am in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "tired, weak and pulse rate not correct" during the afternoon on the same day (time not provided); however the patient denied receiving treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired or been open for longer than the discard date. Based on the information provided, this complaint is being reported as the patient claimed to have developed a symptom associated with heart palpitations after the alleged inaccuracy began. This symptom does meet lifescan¿s criteria for a serious injury.